Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar implant procedure on (B)(6) 2022. The procedure was performed under local anesthesia. It was reported that, on (B)(6) 2022, the patient experienced transperineal pain, fever, and chills. The cause of the symptoms was suspected to have been due to a general viral or bacterial infection, in the physician's assessment. The patient's urologist prescribed antibiotics and steroids, which resolved the symptoms. It was also reported the contrast in the spaceoar vue implant was present on a two-day post hydrogel placement computed tomography (CT) scan. However, at the start of the patient's treatment, no contrast was present in the gel. The patient's complications were deemed unrelated to the device malfunction. The patient fully recovered. As a result of the event, radiation treatment was delayed. The patient began intensity-modulated radiation therapy (imrt) in (B)(6) 2022.